Event description:
It was reported that insulation damage was observed on the right ventricular (rv) lead during an unrelated procedure. The rv lead was repaired and remains implanted and active. The patient was in stable condition and will continue to be monitored.